Event description:
Information received indicating that a smiths medical cadd ms3 pump was shutting off. There was visible crack in the medport of the pump. No adverse effects reported.

Event description:
Information received indicating that a smiths medical cadd ms3 pump was shutting off. There was visible crack in the medport of the pump. No adverse effects reported. Additional information was received indicating that there was no patient involvement. The pump either needed calibration or repair to achieve the accuracy of infusion. No further information was provided.

Manufacturer narrative:
Other, other text: evaluation results: one cadd ms3 pumps was returned for investigation in used condition. The product problem (unit shutting off) was not evidenced in the event history log. During inspection the investigator noticed a broken rear housing at the syringe collar, and cartridge viewing window. The customer complaint about the visible crack was confirmed. The investigator was unable to replicate the device shutting off however. The investigator suspected that this problem was probably related to a dead batter. A definitive root cause of was not established for this problem. The rear and front housing were replaced on the unit.